Event description:
Nyicu nursery ICU rn noted fluid leaking around central line at buff cap. Buff cap appeared to be cracked and it was replaced using sterile technique.======================manufacturer response for buffalo cap, (brand not provided) (per site reporter).======================this was the fouth of (4) buff cap events on the same nyicu unit and the comapny was made aware and is investigating. All of the buff caps came from the same omnicell drawer and the presumed same lot #, as noted in this report. All buff caps in this drawer were removed and given to the company representative. New buff caps were placed in the omnicell from a different lot#. Good, swift response from carefusion!